Event description:
Medtronic received information, regarding a navigation system used outside of a procedure. It was reported, that the system was unable to pull images from picture archiving and communications system (pacs). The system displayed a message indicating, "could not negotiate with qr server" and ¿query failed¿. Troubleshooting steps were performed. It was noted, that a system reboot was suggested, but it was unknown, if it resolved the issue. The probable cause of the issue was suspected, that the digital intercommunication of medicine (dicom) ¿error code 721¿, had been shown to be related to the pacs system being down. Once the pacs system was back up. The system should communicate with pacs normally. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot#: (B)(6). H3: no parts have been received, by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there were 3 sessions on the date of issue. Among these sessions, the first session logs captured multiple instances of the system failing to establish a connection with the pacs query/retrieve (q/r) server. Specifically, the error "could not negotiate connection with q/r server" (error code: 721) was observed which indicated that the system was unable to complete the dicom association handshake. Additionally, some transfers were failed as "interrupted by user" which indicates that the user manually canceled the transfer process. Based on this information, this issue appeared to be a network issue. Hence a non-software issue. Analysis found that the issue was not related to the software. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.